Event description:
It was reported that revision surgery of the left hip was performed. Pain, weakness of the legs and hips, soft tissue reaction, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.